Event description:
It is reported that a customer received a motor error alarm as well as a no delivery alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer did not keep the reservoir sets to send back for analysis. The customer was advised to make sure they read what was on the screen of their insulin pump before pressing the act button. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside of the device, and it passed. Unable to perform the excessive no delivery alarm test due to the prime anomaly. The pump powered up properly after battery installation. The pump was received with operating currents within specification, and no blank display anomalies were noted. No damage on the lcd isolation tape noted. No unexpected low battery or battery out limit alarms noted. The pump had a cracked case at the display window corners, and minor scratches on the display window. The low reservoir feature and battery display icon worked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.